Event description:
The event occurred in (B)(6). It was reported that there was a "weird noise" during patient treatment. The involved cardiohelp device as well as the hls-set involved were replaced. The hls-set was not kept by the customer for investigation. During inspection of the cardiohelp device by the technician no malfunction was found. No harm to any person has been reported. The involved cardiohelp device will be investigated under complaint ID# (B)(4). As the hls-set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the hong kong market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided yet. Therefore it is not yet possible to identify the set lot number of the device in question and therefore its UDI number.

Manufacturer narrative:
The following new information have been received: the getinge sales and service unit (ssu) confirmed on 2026-05-11 that the hls set was not kept for investigation. The following information was received as well: the noise occurred on 2026-04-24. The hls set was seated correctly, no re-seating was tried. No visible damage was noticed. The noise was heard when the rpm was at 2550. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the hong kong market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID# (B)(4).